Event description:
The reporter called regarding droplet micron pen needles. The reporter received ten needles as sample to use, out of which eight needles were bent which caused bleeding and insulin leakage. The caller reached out to manufacturer related these devices malfunctions and received other ten needles. The replaced new ten needles had the same issues. Health code: 1888. Device code: 2981, 1354, 3023. Reference reports: mw5175910, mw5175912, mw5175913, mw5175914, mw5175915, mw5175916, mw5175917, mw5175918, mw5175919, mw5175920, mw5175921, mw5175922, mw5175923, mw5175924, mw5175925, mw5175926 and mw5175927.